Event description:
The customer purchased a tube last week and applied it as usual before work, only to experience a burning sensation in her mouth and throat that didn't go away. She followed the instructions and let it sit on the counter for 5-7 minutes before usage. The customer purchased a tube last week and applied it as usual before work, only to experience a burning sensation in her mouth and throat that didn't go away. She followed the instructions and let it sit on the counter for 5-7 minutes before usage. Cushion grip either failed to cure or had an unusually unpleasant taste.